Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system underwent a revision surgery, during which the right ventricular (rv) lead was surgically capped, and the pacemaker was explanted. Additionally, both devices were replaced. No adverse patient effects were reported. This pacemaker has not been received for analysis.